Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Damage to latch mechanism for battery door was found. Customer's complaint confirmed through reviewing last error code. Replaced pwa (printed wireless assembly) board. Installed software version 97-0582-040300-01. Performed dso (downstream occlusion)/uso (upstream occlusion) sensor calibration. Performed power-on test and reviewing error history to confirm repair. Upon further investigation, found damage to latch mechanism for battery door, and screen strobes during lcd pot (liquid crystal display potentiometer). Replaced battery compartment and lcd. Performed visual inspection and lcd pot to confirm repair. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 46221. Per reporter, need update 4.3 software. There was unknown patient involvement.